Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was provided but confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on (B)(6) 2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.